Manufacturer narrative:
(B)(4). Concomitant medical products biomet cc I-beam tray 71mm, catalog # 141223, lot # unknown; vngd ant stblzd brg 12x71, catalog # 189062, lot # unknown. The reported event was not confirmed as no product was received. DHR review was unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined as the information provided was limited. Multiple MDR reports were filled for this event: 0001825034-2018-05120. Remains implanted.

Event description:
It was reported that the patient underwent an initial left total knee arthroplasty. Subsequently, the patient underwent manipulation due to unknown reason.